Event description:
Additional information received indicated patient did not charge the ipg as recommended due to charging difficulties with the ipg. As a result, the ipg became inoperable. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was deemed inoperable. As a result, surgical intervention may occur later to address the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicated that patient underwent surgical intervention, wherein the ipg was explanted and replaced. Therapy was restored postoperatively.